Event description:
It was reported that patients cervical system had one impedance. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced with a magnetic resonance imaging (MRI) capable one and a new spinal cord stimulation (scs) lead was added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6).